Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast but not verified, the legal representative stated injury, sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, economic loss and damages including, but not limited to medical expenses, loss of income and other damages.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received states between 3/3/2015 and 12/20/2018 vaginitis, vaginal discharge (bloody, thick white), abdominal cramping, dysuria, mesh erosion anterior vaginal wall. Partial excision of exposed sling on (B)(6) 2018, cystoscopy. In addition, pain, dyspareunia and urinary tract infections.